Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a hardware low level failure error. Blood glucose was 187 mg/dl. Troubleshooting was performed. Customer was able to complete insulin pump rewind but self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.